Manufacturer narrative:
No further information can be obtained by bsn.

Event description:
A report was received that patient was experiencing pain at the pocket site and right side of body down to her leg. The patient will undergo an explant procedure.

Event description:
A report was received that patient was experiencing pain at the pocket site and right side of body down to her leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm, model #: sc-8216-70, artisan surgical lead, 70cm description: 494981.